Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an endovive low profile balloon replacement was used during an enteral feeding tube replacement. According to the complainant, post procedure, the device leaked at the connection point where the feeding tube attaches to the button. The procedure was completed with another endovive low profile balloon replacement. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is unknown.